Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to e1: establishment name: olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was unable to be specified since the actual item was not sent to manufacture business center. It is presumed that the defective event was caused by stress of repeated use, external factors or handling of the device. It was confirmed that instructions for ltf-s190-5/10, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex video scope had peeling adhesive around the objective lens. There were no reports of patient involvement.